Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during preparation for a procedure involving the transcatheter aortic valve, an infold of the valve was observed. A certified employee loaded the valve, confirmed the valve size matched the measurement, and performed an x-ray of the valve which was found to be acceptable. A pre-implant balloon dilation with a 20 millimeter (mm) balloon was performed. The valve was repositioned three times, after which the infold was observed. The devices were never implanted, and there was no impact to the patient or injury. The products were replaced. No patient complications have been reported as a result of this event. Additional information was received that during the valve procedure, the valve infold was observed during the third deployment. Per the physician, there were no anatomical features that contributed to the infold. Additional information was received that a procedural delay occurred as a result of the infold to load the second system.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve procedure, the valve infold was observed during the third deployment. Per the physician, there were no anatomical features that contributed to the infold.

Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was received loaded within the capsule of the delivery system (d-evolutfx-2329). Deployment was performed by the galway return product analysis (rpa) lab, after which the valve was forwarded to the santa ana rpa lab. Upon receipt, the valve was enclosed in a heart valve return kit jar and fully submerged in a cloudy 0.2% glutaraldehyde solution. The valve was discolored showing evidence of blood contact. Remnants of coagulated blood were noted along the outflow frame. The valve frame was received in a compressed state, with the outflow showing an elliptical shape and the inflow resembling a reniform shape. Upon receipt, all leaflets were observed in an open position, with a gap between their respective free edges. All leaflets exhibited stiffness and dehydration, with limited flexibility. Pronounced creasing and visible frame imprints were also observed. All commissures appeared dehydrated yet appeared intact. All sutures appeared intact. The valve was immersed in a warm saline bath at approximately 37°c. Upon submersion, the frame exhibited expansion; however, the valve appeared to remain in a partially compressed state. This residual compression may be attributable to prolonged storage within the capsule of the delivery system. Bends were observed on the inflow crowns of commissure 3-1, commissure 1-2 and leaflet 2. Due to the condition of the returned valve, a deployment simulation could not be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012904231); product type: 0195-heart valves. Product ID d-evolutfx-2329 (lot: 0012891499); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during preparation for a procedure involving the transcatheter aortic valve, an infold of the valve was observed. A certified employee loaded the valve, confirmed the valve size matched the measurement, and performed an x-ray of the valve which was found to be acceptable. A pre-implant balloon dilation with a 20 millimeter (mm) balloon was performed. The valve was repositioned three times, after which the infold was observed. The devices were never implanted, and there was no impact to the patient or injury. The products were replaced. No patient complications have been reported as a result of this event.